Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mbt tibial impactor is cracked.

Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted mbt tibial impactor confirmed the handle is cracked. Previous investigations have been conducted for handle breakage/cracking of product code 950501558 mbt tibial impactor. Following the previous investigations by the supplier, it was identified that chemical attack was likely to be causing the cracking of the handle material during hospital processing. The root cause is attributed to supplier material. The supplier is utilizing a new material being used following recommendations from the raw material supplier. The material has been changed and the implementation date of the new material was july of 2010. The current complaint was manufactured prior to the raw material change. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.